Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the rptr: the eea anvil was connected to the stapler, closed down, and the instrument was fired. Upon opening the stapler, the proximal donut was not cut and no staples were placed. Upon looking at the distal end, the stapler did cut a hole and staples were deployed, but not formed. It looked as though the staples and the knife blade did not come in contact with the anvil. The rnfa, who fires the device, said, she saw the green indicator in the window and the anvil did tilt upon opening. This did extend operating room time by about 45 mins and the surgeon had to resect more tissue at the rectum. Fortunately, there was just enough tissue to use the endo gia stapler across the distal stump to close the hole that was created by the eea. The surgeon applied another (B)(4) (from the same lot #). This stapler performed just fine.